Event description:
The customer reported four (4) patient had high results on ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The customer did not release the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided only initial results for these patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found the buffer valves were defective. The fse replaced the buffer valves, reseated the reference valve and cleaned the ise module to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).